Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge company rep reported that the customer replaced power supply and it fixed the problem. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit.

Event description:
It was reported that during daily check by the customer they discovered the cs300 intra-aortic balloon pump (iabp) would not turn on and an hour later iabp turned on. There was no patient involvement and no adverse event was reported.